Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the device displayed error: enter biomed passcode, system failure primary audible alarm post. After installing a new speaker, the error code reappeared. Per reporter, this event occurred during start up. There was no patient involvement.